Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr rediguard intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in bio-hazard bag. Up-on return, the super arrow-flex (saf) sheath was noted on the iabc; blood was noted in the sidearm. The one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. A three-way valve was noted connected to the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0073in-0.0076in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested using in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "ruptured iab" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "ruptured iab. Patient was on ECMO and the iab was inserted to vent the venticle. Iab removed due to blood in the tubing. They opted not to replace the iab. Thepatient is still on ECMO". No patient injury or consequence reported. The patient's curent condition is "unknown".

Event description:
It was reported "ruptured iab. Patient was on ECMO and the iab was inserted to vent the venticle. Iab removed due to blood in the tubing. They opted not to replace the iab. Thepatient is still on ECMO". No patient injury or consequence reported. The patient's curent condition is "unknown".

Manufacturer narrative:
Qn # (B)(4).